Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due t-wave oversensing. The device was reprogrammed to mitigate further oversensing, however, t-wave oversensing continued to be observed. The system was successfully explanted. Records indicate that the system was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due t-wave oversensing. The device was reprogrammed to mitigate further oversensing, however, t-wave oversensing continued to be observed. The system was successfully explanted. Records indicate that the system was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.